Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) drain 2 of 5 on the home choice (hc). The home patient (hp) had disconnected during the dwell and reconnected after the drain started, then the alarm occurred. The technical service representative (tsr) explained the alarm to the hp and had the hp cycle the power again to display press go to start. The hp to restart with new supplies. Product surveillance (ps) contacted the home patient (hp) on (B)(4) 2011 regarding the system error 2240 alarm. Ps advised the hp that it is not recommended the hp reconnect if the homechoice (hc) moved onto the next cycle. The hp understood. The hp started over with new supplies and resumed therapy. The hp had not followed up with his peritoneal dialysis nurse (pdrn) regarding the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed due to air sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) disconnected during dwell and reconnected after the drain started, then the alarm occurred. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).